Event description:
It has been reported to philips that the device was unable to perform fluoroscopy. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event, a planned non-emergency treatment was scheduled and the procedure was aborted. The system was restarted with no improvement on the issue. A philips remote service engineer (rse) inspected the system remotely and identified that system was unable to produce fluoroscopy. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue . Analysis of the log file indicated that there was malfunction of the footswitch. During troubleshooting ,fse found that the cable connection for the foot switch at the base of the table was loose. Fse tightened the foot switch connection at the table base. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.